Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula is bent. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting advised customer on insertion technique and site placement. The customer was advised that the sensor would be replaced and to return the product for analysis.